Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 30ga 1/2in was defective. The following information was provided by the initial reporter: it was reported that during treatment of thread vein schlero therapy, needle tip split down the middle. The consequence of this incident is unsure which amount of treatment enter vein and potential amount to surrounding tissues. Remedial actions taken: - additional needle secured. Patient advice given by consultant, informed potential risk of blisters.